Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. The lens was later exchanged for a shorter length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be manufactured within specifications. Claim# (B)(4).